Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: country: japan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the 5th battery from the power cord had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the motor did not work. There was no patient impact but there was a delay of 0-15 minutes while an alternate device was being prepared. Due diligence is complete and there is no additional information available. During device evaluation, the batteries were leaking electrolyte.